Event description:
Add'l info rec'd on (B)(6) 2013: (B)(4). Bard access systems is the correct MFR of the product and not spire biomedical inc. There are no other changes. When removing the tunneler from pt, the white cap on the tunneling device broke off into the pt. Dislodged piece was successfully retrieved by surgeon. X-ray confirmed no retained objects.

Event description:
When removing the tunneler from pt the white cap on the tunneling device broke off info the pt. Dislodged piece was successfully retrieved by surgeon. X-ray confirmed no retained objects.